Event description:
A customer obtained lower than expected results for progesterone on multiple samples from one patient. The samples were repeated on a different reagent lot and all recovered much higher results. The specimens were sent to customer product line support (cpls) for testing, where the customer's results were confirmed. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimens were collected onsite in plastic serum tubes with gel separator. The samples were spun for 10 minutes. System checks have been performed weekly with acceptable results. Qc was within specifications. Service was offered, but declined by the customer. Root cause is unknown for this event. A malfunction will be assumed for the purpose of this report.